Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there was a non-disposable alarm. It is unknown if there was no patient, or clinician injury associated with this event.